Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7261734.

Event description:
It was reported that following a trial procedure, the patient was taken to the emergency room due to chest pains. It was ruled out that it was not device related.